Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms and explantation date. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Initially, bilateral deflation was reported. However, additional information indicated that the patient actually experienced capsular contracture (grade unknown). The patient had a consultation with a healthcare professional on (B)(6) 2021. During the consultation, the diagnosis of capsular contracture (grade unknown) was confirmed, and it was found that there was no deflation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture. On (B)(6) 2021, mentor received additional information regarding the replacement devices. The replacement devices are unspecified mentor saline breast implants. The catalog # of the device is either 3503460, 3503500, or 3503560. However, at the time of this report, the actual catalog # of the replacement device is unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic/latino and caucasian female patient underwent a revision breast augmentation with two 420cc mentor smooth round high profile prostheses and experienced bilateral deflation postoperatively. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.